Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), has a defective ventricular connector. The ventricular connector failed all incoming tests. The defective part was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), has a defective ventricular connector. It is unknown if the epg is returning for repair. No patient complications have been reported as a result of this event. It was further reported the external pulse generator (epg), has returned to service and repair.